Event description:
It was reported that this implantable pacemaker recorded voltage too low for the projected remaining capacity. Technical services (ts) discussed that there was no pacing on telemetry likely because device reaching end of life (eol) and device needed to be replaced. The device remains in service. No additional adverse patient effects were reported. Additional information indicated that this pacemaker was explanted and replaced with a new device of different model. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded voltage too low for the projected remaining capacity. Technical services (ts) discussed that there was no pacing on telemetry likely because device reaching end of life (eol) and device needed to be replaced. The device remains in service. No additional adverse patient effects were reported.